Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
While product was returned, the alleged complaint product was not provided for investigation. The customer returned a sensor; the product was not tested since it was not a probable cause of the reported allegation. Confirmation of the complaint was undetermined. The probable cause could not be determined.